Event description:
It was reported that the patient underwent a surgical procedure to explant an ambicor penile prosthesis (app) due to the pump remaining deflated. During the procedure, it was found that there was no fluid present in the pump. A new app was implanted. There were no patient complications reported and the patient was fine post procedure.

Event description:
It was reported that the patient underwent a surgical procedure to explant an ambicor penile prosthesis (app) due to the pump remaining deflated. During the procedure, it was found that there was no fluid present in the pump. A new app was implanted. There were no patient complications reported and the patient was fine post procedure.

Manufacturer narrative:
Based on the information available, boston scientific concludes the reported dimpled/deflated pump to be the likely result of fluid loss. Upon receipt at our post market quality assurance laboratory, the ambicor penile prosthesis (app) was visually and microscopically inspected and functionally tested. Both cylinders exhibited wear at folds in the cylinder bodies. One cylinder had a leak and bulge with broken fabric threads when inflated; a hole at the corner of a fold was present. The other cylinder exhibited a bulge and broken fabric threads but no hole was present. Product analysis concluded that the identified fluid leak could affect functionality of the device as the reported inflation issue; analysis confirmed the reported observation.